Manufacturer narrative:
D10: concomitant medical products: 4370275 142-32-03 - cocr fem head 32mm +3.5 offset 12/14, 4414227 164-03-13 - element-stem, collared w/ha, std offset, sz 13, 4406362 180-65-20 - alteon 6.5mm screw, 20mm, 4453546 186-01-50 - integrip cc, cluster 50mm, g1.

Event description:
Per a report from the legal department, a 69 y/o male patient had an initial right hip replacement on (B)(6) 2016. Approximately 6 years and 3 months later the patient had a right hip revision on (B)(6) 2022. Op report pre and post operative diagnosis: failed right tha due to poly wear and osteolysis with progressive pain. From procedure: a synovectomy was performed. The synovial fluid was clear, there was no macroscopic evidence of infection, but there was evidence of osteolysis and local tissue reaction. There was significant poly wear and degradation. Medial wall was insufficient and there was osteolysis in the ilium with moderate bone loss deficiency. Patient transferred to the recovery room in stable condition. No complications. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: based on the available information, the revision involved in the case may have been the result of a combination of the risk factors specified in the hhe including but not limited to use error, implant positioning, patient factors, and combination of largest available femoral head and/or thinnest available acetabular liner. However, this cannot be confirmed as the devices, radiographs and photographs were not provided.